Event description:
It was reported that this non-(B)(6) right ventricular (rv) lead exhibited noise. A request was made to have data from this device analyzed. The right ventricular (rv) lead trend data shows a stable and in-range pacing impedance @ 540 ohms, threshold at 0.8v@0.4ms and shock impedance within normal range @ 50 ohms. Limited intrinsic amplitude data. In view of this right atrial (ra) noise with oversensing and rv noise it would be recommended programming options and perform lead integrity testing with maneuvers (bearing down), isometrics and x-ray imaging. The device and non-(B)(6) lead remain implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).